Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose level was 502. Customer administered manual injections to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.